Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's status upon arrival to the emergency room was that of pulse-less electrical activity (pea). While in the emergency room "they are able to get a pulse and the physician felt the device was operating normally." The cause of death was listed as anoxic brain damage caused by the pea.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote monitor transmission was forwarded from the emergency department due to a "cardiac code." The information was reviewed, and it was determined there was a right ventricular lead integrity warning for high rate non-sustained episodes and the sensing integrity count was noted. A review of the manufacturers database revealed the patient is deceased. A request for additional information was made.